Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the associated other manufacturer's right ventricular (rv) lead and right atrial (ra) lead exhibited noise and oversensing. This resulted in pacing inhibition for approximately 2.3 seconds. Boston scientific technical services (ts) reviewed the device data and confirmed that the patient was at risk for potential inappropriate therapy. A revision procedure was performed and the device was taken out of the pocket. There was no visible damage on wither the device or leads. The device header and the connections to the leads were confirmed to be secure. Many attempts to replicate the noise with the device outside the pocket were unsuccessful. However, noise could be reproduced several times with the device inside the pocket. A lead extraction was not possible, therefore the distal sections of the lead could not be inspected. Since the cause of the issue could not be determined, the physician replaced both the device and the rv lead. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the implant date.

Event description:
The device was returmed for analysis.